Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse events. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit did not pass the rewind test, active current measurement test and self test. Pump error 75 interrupted self test. However, unit did pass sleep current measurement test. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test due to failed rewind. Unable to successfully downloaded unit using thump software. In addition, both pump error 68 and 49 were also noted during testing of unit. Unit was cut open for visual inspection on electronic assemblies. Moisture damage was noted on motor assembly and electronic assembly. Unit received with a corroded home switch, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked case on battery side, pillowing keypad overlay and stained keypad overlay. In summary, unit powered up properly after battery installation and no open book was noted. Pump error 75 interrupted the self test. Unit did not pass the active current test. During deconstructive analysis, moisture damage was noted on motor assembly and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.